Manufacturer narrative:
On 07/25/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. Black material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 6.5 cm on the anterior aspect. No other anomalies were discovered. Complaint was confirmed. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient was going to undergo a breast implantation procedure of unknown type with a saline mentor smooth round moderate profile 350cc and it was discovered that the implant was defective as it had a defective valve. The implant had no contact with patient. The implant was replaced with a saline mentor smooth round moderate profile 350cc.